Event description:
A surgeon reported a patient experienced eye pain and elevated intraocular pressures (iop) following vitrectomy, cataract and intraocular lens (iol) implant surgery. The surgeon reported he used additional viscoelastic to help re-position the intraocular lens (iol) during the procedure. It was reported the surgeon had difficulty removing the viscoelastic at the end of the procedure and did not wash out the anterior chamber enough. Viscoelastic remained in the eye. Ten hours postoperative, the patient presented with eye pain and elevated iop. Fundoscopy indicated the artery was moving and pulsation was confirmed. The patient was treated with medication and monitored. In the evening of the second day postoperative, the patient reported no light sense. Another funduscopy was performed; retinal artery occlusion was noted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. Directions for use (dfu) state, "at the end of the surgical procedure, it is recommended that viscoat be removed from the eye as completely as practical by thorough irrigation (with sterile irrigating solution) and aspiration." Additional information was requested. (B) (4)